Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test and all operating current test. However, the pump alarm a64 during self test due to faulty y1/rf board. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were able to clear the alarm. Customer stated that alarm occurred during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.